Event description:
Philips received a complaint on the v60 ventilator indicating that a section of the touchscreen wasn't. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the touchscreen issue and stated that they attempted to calibrate the touchscreen a few times, but were unsuccessful. In a good faith effort (gfe) response from the customer, they confirmed that they had received a replacement touchscreen and installed it into the device. The customer confirmed that, following the part replacement, the device was working normally. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. If when components are received, an evaluation will be conducted and an additional report will be submitted.